Manufacturer narrative:
(B)(4).

Event description:
The customer stated they had some qc problems for a few photo-metric tests on (B)(6)2018 on the cobas 6000 c (501) module. Qc results for ise indirect na, k, ci for gen.2 were acceptable. The technologist used fresh qc material and repeated all tests and the qc results for ise tests were acceptable but there were still qc issues with a couple of the other tests. The customer noticed that the sample cleaner bottle was not seated properly and the tip of the sample probe was barely scraping over the top of it as it moved. The technologist replaced and reseated the sample cleaner bottle and cleaned the sample probe. The customer recalibrated and repeated qc for the tests that still had the qc issues and qc was now acceptable. Afterwards, some physicians began to call questioning high na results for 6 patient samples that had been reported outside of the laboratory. The 6 patient samples were tested at another laboratory using a c501 module on (B)(6) 2018 and also repeated on the customer's c501 module on (B)(6) 2018. Based on the data provided, the na results for 5 patient samples were erroneous. Refer to the attached data for the patient results. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The customer also pulled 10 random samples and repeated ise indirect na, k, ci for gen.2 results on the c501 module for troubleshooting purposes. The customer also included bun, creatinine and calcium for some of the samples. All of the initial and repeat results corresponded well to each other except na and cl. The field service engineer (fse) visited the customer site and did not identify an issue. The fse was unable to duplicate the discrepant results. The customer ran a precision check x20. A shift was noticed in the customer's calibration data from (B)(6) 2018. The customer calibrated and ran qc. Qc results were acceptable and the system was performing per specification.

Manufacturer narrative:
Based on a review of the calibration monitors provided, the issue was caused by the customer's incorrect handling of calibration standards. The device did not malfunction. The customer has not had any additional issues.